Event description:
It was reported the customer received a recall notice on his insulin pump. Customer's mother stated that she wanted the insulin pump to be replaced. The mother was advised she would be notified when replacement was possible. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).